Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the exact root cause, but the reported loosening was likely a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The investigation did not identify the need for corrective action.

Event description:
The patient was revised because of loosening, due to misalignment. Poly wear was noted.